Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a system upgrade, the left ventricular (lv) lead was tested through the analyzer and all vectors were within acceptable range. However, when the lv lead was attached to the cardiac resynchronization therapy defibrillator (crt-d), the lead exhibited only intermittent capture in all vectors, and high threshold noted with additional vector testing. Additionally, manual testing exhibited intermittent capture at 5 volts. The lv lead was tested again through the analyzer and all thresholds were normal. A different crt-d was selected, the lv lead was connected, and again intermittent capture at 5 volts in all vectors. Troubleshooting was performed disconnecting the lv lead, tightening device setscrew, and similar results occurred. Pocket manipulation was also performed, and no non-physiologic artifact was observed. On reattempt of manual lv threshold measurements, lv capture was successful. During the troubleshooting of the lv lead, a connection issue was suspected. Through additional troubleshooting it was noted that the patient was effectively bi-ventricular pacing. Since bi-ventricular pacing was confirmed and there was no difference in behavior with the second crt-d, the physician chose to re-connect the lv lead to the first crt-d. It was noted that all measurements were within range, subsequent lv threshold testing produced acceptable measures and pacing capture was evident. The crt-d and lv lead were implanted and remain in use. No patient complications have been reported as a result of this event.